Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation hdd was evaluated and reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was related to this event.